Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi viperwire guide wire, the tip of the wire became detached and remained in the patient. The target lesion was 60% stenosed and located in the mid-popliteal artery. A primary wire was used to cross the lesion with no issue noted and was then exchanged for the viperwire. The viperwire was advanced into the peroneal artery and crossed the lesion. When the wire was adjusted, the tip was noted to be detached. An attempt was made to snare the wire fragment; however, it was unsuccessful. Balloon angioplasty was performed to secure the wire fragment against the vessel wall and the fragment remained in the patient. The wire was replaced and the lesion was then treated with atherectomy and additional balloon angioplasty. There were no patient consequences reported.